Event description:
Asku.

Event description:
It was reported the device reached elective replacement indicator (eri) after being implanted for 20 months and that early battery depletion was suspected. It was noted that no shocks had ever been delivered by the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): actual longevity is less than 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri. Weekly trend in save to disk data shows min bat=2.7 to 2.673 volts between (B)(6) 2011, is just before device rrt<= 2.6251 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri. Weekly trend in save to disk data shows min bat=2.7 to 2.673 volts between (B)(6) 2011 and (B)(6) 2011, is just before device rrt<= 2.6251 volt.

Manufacturer narrative:
Evaluation summary continued: the battery was sent for further analysis. No internal short or other anomalies were found. The rem ainder of the device was also sent for further analysis. The analysis was terminated due to the inability to establish a high current drain condition. No hybrid anomalies were observed, and the cause of the premature battery depletion was not determined.